Event description:
It was reported that during a low anterior resection procedure, the first device would not close on the tissue. The trigger broke on the second device and prevented it from being fired. The third device would not lay down staples but it did cut. Sutures were used to complete the staple line. The pt is okay.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results showed that devices a and b were received with the closing triggers broken and in the opened position, other wise in good visual condition. The original cartridges were received loaded in the devices with staples present, with the washers uncut and with the knives recessed below the cartridge decks. The only functional test performed was closing the devices to the detent; devices would not close with a broken closing trigger. The cartridge lockouts were not engaged; this is correct since cartridges still had staples. The ledge of the lockouts showed no indentations. The returned cartridges were loaded into engineering test devices and were fired. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockouts and the cartridge lockouts were functional. The damage to the closing triggers may have been due to the force applied to the triggers while trying to close the devices over an excess of tissue. It should be noted that a 100% inspection takes place during manufacturing to ensure the devices meet the required specifications. In addition, a sample of the batch is inspected at (B)(4). In addition, it should be noted that all devices are inspected 100% for staple presence by an automated laser scanning system. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.